Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestent solo vascular stent system that is cleared in the us. The 510 k number and pro code for the lifestent solo vascular stent system are identified. Manufacturing review: evaluation of x-ray images from the day of the initial stent placement as well as from the day the additional intervention took place was performed. Based on the images provided, no indication was found that an irregular stent placement or a defect of the placed stent may be correlated to the reported in-stent restenosis. Therefore, the investigation of this issue is closed with inconclusive result. Investigation summary: evaluation of x-ray images from the day of the initial stent placement as well as from the day the additional intervention took place was performed. Based on the images provided, no indication was found that an irregular stent placement or a defect of the placed stent may be correlated to the reported in-stent restenosis. Therefore, the investigation of this issue is closed with inconclusive result. Based on the x-ray images provided, no indication for an irregular stent placement could be found. Therefore a definite root cause for the event reported could not be identified. Based on the x-ray images provided, no indication for an irregular stent placement could be found. Therefore a definite root cause for the event reported could not be identified. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently addresses this potential risk by indicating that arterial occlusion/ restenosis of the treated vessel is a potential adverse event that may occur. Furthermore the IFU closely describes the stent placement by stating: "to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...) Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. (...) With distal end of the stent apposing the vessel wall, final deployment can be continued with the following methods: continue to rotate the thumbwheel (...), (...) Place your finger in front of the deployment slide and slide it from the distal to proximal end (...) ; (.. ) peel the circular ring from the handle. Pull the rapid deployment ring towards the proximal end of the handle to achieve complete stent deployment." The IFU also mentions balloon pre and post dilation:"predilation of the lesion should be performed using standard techniques." And "post stent expansion with a pta catheter is recommended."

Event description:
It was reported through the results of a clinical trial that approximately 8 month post overlapping stent placement in the right superficial femoral artery, duplex ultrasound demonstrated in-stent restenosis. Another month later the in-stent restenosis was treated with percutaneous intervention. Reportedly the patient recovered; the current patient status was not provided.

Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the lifestent solo vascular stent system that is cleared in the us. The 510k number and pro code for the lifestent solo vascular stent system are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the results of a clinical trial that approximately nine months post overlapping stent placement in the right superficial femoral artery, duplex ultrasound demonstrated in-stent restenosis which was treated with percutaneous intervention. The current patient status was not provided.